Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged post implant check up. The device was reprogrammed to vvi mode. Additional information received that the ra lead was successfully repositioned at a later date. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.